Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient's cgm was displaying 237 mg/dl. Although he was not feeling any symptoms, his normal habit is to check a bg if his cgm is high, and the bg was 582 mg/dl. Because of concern about the high level he drove himself to the hospital. Unspecified blood work was done at the hospital and he was treated with IV saline and lantus insulin, and rested for a few hours. He was admitted overnight and released the following day. At the time of release, he felt normal and no further treatment was needed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.